Event description:
It was reported that air bubbles were located in the tandem mobi cartridge during pumping, not during the load sequence or tubing fill. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer resolved the issue by pumping out the bubbles and was not experiencing the issue at the time of reporting.